Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Haptic and optic damage was observed. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The reported broken haptic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the lens was partially injected into the eye. At that point it was noted the haptic was broken. The lens was replaced with a backup lens. Additional information was requested.